Event description:
Sorin group (B)(4) received a report that the pre-set bubble sensor configuration changed itself, causing the pump to stop during a procedure. There was no report of pt injury.

Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the s5 sensor module for bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pre-set bubble sensor configuration changed itself, causing the pump to stop during a procedure. There was no report of pt injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative replaced the bubble sensor and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. See scanned page.